Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: model: 1296, competitor ipg; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.